Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) was not working, it was reported that the reservoir was dispositioned. The reservoir was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The flat reservoir was microscopically inspected and had wear at a fold in reservoir shell. Flat reservoir passed leakage test. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) was not working, it was reported that the reservoir was mispositioned. The reservoir was removed and replaced. There were no patient complications reported.